Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual inspection did not find visible defects on the fiber body. When connecting the fiber the console read: treatments used: 0 treatments left: 1. Microscope inspection identified that the tip was in good condition, however, there were burn marks on the connector face and distorted light exiting it. In addition, functional testing identified that the aim beam light was dim. The observed distorted light exiting the connector face and dim aim beam exiting the fiber tip, are indicative of internal connector fracture. The reported event of fiber break was confirmed, although there was no physical fiber body break, an internal connector fracture was observed which is likely what the customer experienced. Fracture within the connector can occur during procedural handling of the fiber during setup or use. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. The interaction of the console with the connector having this fracture likely led it to overheat causing the burn marks observed. Device history record (DHR) review confirmed that the device met all material, assembly and performance specifications, and therefore the failure was unlikely related to manufacturing. The device instructions for use (IFU) was reviewed. The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. Hold the fiber tip to a non-reflective surface and ensure that a circular red/green spot appears. If the spot is not circular, cleave the fiber. If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement. Correction to field g2: report source, report source (other).

Event description:
It was reported that the fiber broke after one second of use. The procedure was completed using another fiber. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The instructions for used was reviewed. The IFU states: careful handling of the fiber during setup is important to prevent fiber damage. Fiber damage may impact fiber performance. Improper use of the fiber or use of a damaged fiber may result in severe eye or tissue damage, or fire in the treatment room, or accidental laser exposure to the treatment room personnel or patient. Refer to the appropriate laser operator manual for detailed safety information. Hold the fiber tip to a non-reflective surface, and ensure that a circular red/green spot appears. If the spot is not circular, cleave the fiber. If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the fiber broke after one second of use. The procedure was completed using another fiber. There were no patient complications.